Manufacturer narrative:
The customer was not able to recall the exact date of the incident, only remembering that the incident occurred in (B)(6) 2018. The incident was not reported to acorn stairlifts, inc. (Acorn) until october 15, 2018. The customer kept the hinge rail in the down position while the stairlift was not in use, instead of following the manufacturer's instructions to raise the hinge. The customer claims they were never shown how to operate the manual hinge on the rail; however, acorn has two work reports documenting the customer's acknowledgement that "...the hinge must be placed in the upright position when the stairlift is not in use". At the time of installation, the customer was provided a user manual. The bottom of page 9 of the user manual discusses the manual hinge, and page 4 of the manual discusses potential trip hazard, including the hinge. [(B)(4)].

Event description:
In (B)(6) 2018 the customer was walking on the first floor of her home in the vicinity of the stairlift. The customer has a hinged rail installed to prevent the rail from obstructing the walkway; however, the customer had the hinged portion of the rail in the down position when the stairlift was not in use, instead of following the manufacturer's instructions to raise the hinge. The customer tripped over the hinge portion of the rail breaking her hip.